Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during the colon procedure, at the moment of anastomosis with the cdh29a, after they inspected the 2 perfect donuts, they realized that half of the anastomosis was incomplete. The device was replaced and the procedure continued. Both cutters were new, and were replaced during the procedure, that continued without other problems. No patient consequence reported.